Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 305 mg/dl. The customer had been in a mental hospital prior to being admitted for high blood glucose levels. Found that the customer's infusion set had dislodged from his body. Reviewed the insulin pump settings, and they were all correct. Nothing further was reported.